Event description:
Terumo medical received two FDA medwatch reports # mw5175296 and mw5175297. The event description states: "guide wire used in interventional radiology case is suspected to have left a wire fragment behind in patient resulting in retained foreign object. There are multiple guide wires used and it is impossible to know which one it was. The same thing happened to the same patient on a different interventional radiology case on july 11. Wire fragments were not removed because it is not in the best interest of the patient to remove at this time, we pulled the lots of wires involved in case it is needed and to make sure no patients received wires from those lots."